Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The photo of the sample was visually inspected. The black radio frequency identification (rfid) connector on the probe manifold was found to be detached. The condition at the tubing end suggests the connector was not fully inserted onto the tubing. The missing connector is related to an error during the supplier's assembly process. The connector should have been mounted onto the tubing during assembly of the manifold. Action will not be taken based on this occurrence. The supplier has been made aware of this complaint and the sample has been sent to the supplier for additional analysis. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the tube was disconnected from the connector during surgery. The procedure details was not reported. There was no harm to patient.